Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During service by baxter, a flo-gard infusion pump was found to contain a malfunction of a missing p2 pump head door cover. This condition had the potential to interrupt delivery. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a missing p2 pumphead door cover. To correct the condition, the p2 pumphead door cover was replaced. If any additional information is received, a follow up MDR will be sent.